Event description:
Medtronic received a report that excessive resistance was felt when attempting to remove the sleeve. Resistance was also felt when a ttempting to advance the catheter out. For safety reasons, use of the device was discontinued. When it was replaced with a new unit (same lot), deployment was performed without issue, suggesting a malfunction of the product in question. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a spindle-shaped, not broken right internal carotid lump felt to be enlarged from c4 to c5 with a max diameter of 10mm and a 10mm neck diameter. Vascular diameter in the landing zone: distal: 4.7mm central: 5.5mm. It was noted the patient's vascular flexibility was moderate. Dapt (dual antiplatelet therapy) was conducted. Postoperative findings on blood flow imaging was unchanged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.